Manufacturer narrative:
.Ot exported to the us market. . E1: establishment name: (B)(6) hospital e3: occupation: clinical engineer g4: 510(k) no.: k130520. The actual device was contaminated with blood and discarded by the user. From the images provided, deformation was observed at the distal end of the water port on the inlet side. The manufacturing record and the shipping inspection record of the actual device found no anomaly. Simulation test: as a result of applying a load by pressing a hard object against the distal end of the water port of the oxygenator (current product), deformation of the water port was observed. Assuming deformation caused by impact load during a drop, the current product was placed in a unit box and dropped approximately 20 times. As a result of a visual inspection after the drops, deformation of the distal end of the water port on the outlet-side and damage to the cushioning material were observed. No similar complaint was received. Based on the investigation results, it was likely that the distal end of the water port was deformed due to some force suddenly being applied to it. In the manufacturing process, 100% leak test was performed after the assembling process of this product. Therefore, it was inferred that the water port became deformed after the leak test. However, since the actual device could not be confirmed, it was not possible to clarify when the load was applied. Relevant instructions for use (IFU) reference: "do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off." "If the product is dropped during set-up, do not use it. Replace with another device." Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo received the following reported information: during preparation of the oxygenator, the cooling/heating water bath coupler that regularly used did not fit, and it was found that the water inlet port was deformed. Therefore, the device was replaced with another cooling/heating water bath, the treatment was finished without any problem. No harm was reported.